Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion" was reproduced. A review of the event history log revealed multiple "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the faulty tubing guide and force sensor. The tubing guide and force sensor required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.